Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer called to report that the reservoir compartment was damaged. The customer did not know how the damage occurred. Customer's blood glucose reading was 135 mg/dl during the phone call. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced and to return their device back for analysis.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The corrected data will be provided in this report.